Manufacturer narrative:
One patient electronics unit (peu) model # cm1100/ serial # (B)(4) with accessories was received for evaluation. Physical damage was noted to the 12 volt dc side of the power supply. The returned unit passed software evaluation. The peu was plugged in and powered on successfully with a known good testing unit. Diagnostic testing was performed and confirmed the unit passed. The reported complaint was confirmed; however, the cause of the event remains unknown.

Event description:
Customer reported that the power cord sparked. The unit was replaced. During investigation the power supply cord was noted to be frayed.